Event description:
This ra lead was implanted on (B)(6) 2008. And was capped on (B)(6) 2018, due to less than 200 ohms with lead noise, with some pacing inhibition. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).